Event description:
During a procedure, the surgeon said that the stryker pi drill was hot. He had noticed charring on the end of an mis curved 13 cm handpiece attachment. A new stryker pi drill was placed on the sterile field. The scrub technician used the original drill bit on the new drill and had no problems. The surgeon used the new drill until the end of the procedure with no issues. The patient woke up appropriately at the end of the case. The patient had no complaints or unusual concerns.